Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 40 mg/dl. The customer experienced symptoms such as shaking, sweating, mental confusion, inability to follow simple commands. The displacement verification test passed. Customer stated the insulin pump was operating as designed. Customer was using the auto mode. The insulin pump will not be returned for analysis.